Event description:
Procedure performed: unknown event description: ctf73 trocar broke into pieces inside of patient. Product is available for return. Additional information received on 14jun2023 via email from [user facility]: no patient injury occurred. A different device was used to complete the case. All pieces were retrieved from the patient. The case was not robotic. Additional information received on 21jun2023 via email from [user facility]: cannula broke during use. The break was not clean, it was jagged. The trocar was inserted alternating clockwise and counterclockwise direction. There was no difficulty during insertion. The two visualized pieces broke off of the cannula in the chest. The black piece shown in the image had to broke off during use and was found in chest multiple times with use of these cannulas. Intervention: a different device was used to complete the case. Patient status: no patient injury occured.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown event description: ctf73 trocar broke into pieces inside of patient. Product is available for return. Additional information received on 14jun2023 via email from [user facility]: no patient injury occurred. A different device was used to complete the case. All pieces were retrieved from the patient. The case was not robotic. Additional information received on 21jun2023 via email from [user facility]: cannula broke during use. The break was not clean, it was jagged. The trocar was inserted alternating clockwise and counterclockwise direction. There was no difficulty during insertion. The two visualized pieces broke off of the cannula in the chest. The black piece shown in the image had to broke off during use and was found in chest multiple times with use of these cannulas. Intervention: a different device was used to complete the case. Patient status: no patient injury occured.